Event description:
It was reported that an ilet user experienced a hyperglycemia event of unclear cause in the context of delayed sensor readings after a new sensor insertion, while the pump delivered an entire vial of insulin within approximately six hours without occlusion alerts, leakage, or hypoglycemia symptoms; the user performed supply changes, announced meals, engaged in light activity, did not perform a fingerstick, and later reported a blood glucose of 100 mg/dl. Symptoms included no reported clinical manifestations of hyperglycemia or hypoglycemia. Outcomes included no medical intervention or hospitalization. Investigation included troubleshooting and user education, review of device performance without alarms, and documentation of the reported sensor lot. Investigation of this case revealed no confirmed device malfunction or component failure, and the cause of the reported hyperglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.